Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further investigation was not conclusive. A potential root cause for this event could be, incorrect dimensions or material selected. The device was attempted to be used for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "this device should be used only by or under the supervision of physicians trained in the techniques of transvenous intracardiac studies and temporary pacing." "Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage." "Insertion instructions using a percutaneous introducer sheath follow the instructions, warnings, and precautions of the introducer manufacturer. If using a balloon temporary pacing catheter, use half or one french size larger introducer, unless otherwise recommended by the introducer manufacturer." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had undergone permanent pacemaker operation on (B)(6) 2023 and temporary pacing electrode catheter was used for the procedure. However, the 5fr catheter was not able to pass through the 5fr sheath during the procedure. Per additional information via email from ibc on 19jan2023, there is no patient injury reported

Event description:
It was reported that the patient had undergone permanent pacemaker operation on (B)(6) 2023 and temporary pacing electrode catheter was used for the procedure. However, the 5fr catheter was not able to pass through the 5fr sheath during the procedure. Per additional information via email from ibc on 19jan2023, there is no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.